Manufacturer narrative:
The customer collects accu tni samples in lithium heparin tubes and centrifuges samples at 3,000 rpm for 10 minutes. Qc was within established ranges prior to the event. A system check performed on 04/25/09 passed within instrument specifications. No errors were posted to the event log during the time of the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within instrument specifications. The fse inspected the instrument and no hardware issues were noted. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result of 0.37g/ml was reported out of the lab and questioned by the physician. The original sample was re-tested and a result of 0.91ng/ml was obtained. The specimen was repeated once more using a new accu tni reagent pack and results obtained were: 0.37 and 0.33ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.